Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent l2/3, l3/4 and l4/5 posterior decompression and l2/3 spine hernia removal surgery on an unknown date and absorbable hemostat was used. There was much bleeding from the epidural venous plexus around both l3 nerve root and the absorbable hemostat was used to arrest the hemorrhage. Avitene was applied around the absorbable hemostat and the absorbable hemostat was left in place. On the second day after surgery, mmt2 paralysis was confirmed on the left iliopsoas muscle and quadriceps femoris muscle. On the second day after the surgery, the patient underwent re-operation and absorbable hemostat and avitene were removed since there was a possibility of nerve root compression. It was reported that the patient was able to walk by herself and the paralysis was gradually improved. No additional information was provided.